Event description:
The customer's mother reported that her daughter experienced high blood glucose results while wearing a pod. She said that the pod had been worn for 12 hours. She provided the following history: time: 7:36 am, bg result: 12.8 mmol/l (230 mg/dl). Time: 12:26 pm, bg result: 14.9 mmol/l (268 mg/dl), bolus: 5.3 u. Time: 2:42 pm, bg result: 20.8 mmol/l (374 mg/dl), bolus: 4.70 u. At 6:00 pm, with a result of 20.2 mmol/l (364 mg/dl), she deactivated the pod. The mother stated that the cannula had a small kink.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria.